Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a lower rate than programmed during preventive maintenance testing. The customer stated distilled water was being infused and it was being measured using the gravimetric method (delivery rate, and total amount to be infused are unknown). It was also reported there was no patient involvement.